Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dose-to-volume conversion error in the pyxis configuration. A technical support specialist (tss) found that the give unit values were different between test and production environments, with the test environment using milli gram while the production environment was using milli liter. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted an issue with lidocaine 1% 50 ml vials. For an order of 30 ml (300 mg), the system instructed nursing staff to pull six 50 ml vials, totaling 300 ml instead of 300 mg. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.